Event description:
The customer performed a blood glucose test and received a result of 500mg/dl, and dosed insulin based on reading. The customer was then found unconscious and emergency medical technicans were called. The emergnecy medical technicians tested the customer's blood glucose and received a reading of 57mg/dl. The customer was not sure what treatments were given. No controls in use. A request for the return of the suspect device was made. Replacement product was sent.